Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulty with the stylets in the lead lumen. It was questioned if there was blood inside the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that no stylet was returned, therefore condition and brand are unknown. Used a fresh mdt stylet and test passed, no blood noted. Lead passed introducer test. If information is provided in the future, a supplemental report will be issued.